Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified distal left anterior descending artery. During advancement of the 2.5x12 mm xience xpedition stent delivery system (sds) through the guiding catheter the shaft of the stent delivery system kinked; however, advancement was continued and the sds crossed the lesion successfully. There was no resistance reported between the sds and the guiding catheter, or during advancement to the lesion. When pressure was applied to the balloon to deploy the stent, the balloon did not inflate. During retraction of the sds, without resistance felt, from the patient, the mid shaft separated into two pieces leaving the distal end of the catheter inside the patient. A balloon catheter was used to facilitate removal of the separated shaft from the anatomy successfully. No adverse patient effects were reported. A non-abbott sds was used to complete the case successfully. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues, kinks, or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter.